Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that his wife's blood glucose was 400 mg/dl this afternoon. The customer drank a lot of lemonade and did not treat. The husband wanted to know how a bolus would be delivered. The customer was only using the insulin pump for a month and a half and she did not recall how to use the bolus feature. The husband was advised on how to navigate the bolus wizard; however, the call dropped and the customer could not be reached. No products were returned or replaced.